Manufacturer narrative:
The customer¿s report of the device not infusing the correct dose was not confirmed. The intended programming parameters were not provided analysis of the pcu event log shows that at 05:30 am on (B)(6) 2017 the pump module was programmed to infuse heparin non-cardiac weight based dosing 25000unit/250ml at a rate of 20ml/hr (dose = 18unit/kg/hr) with a patient weight of (B)(6). The infusion continued until 2:32 pm when the device was channeled off. There were no alarms prior to the user channeling the device off. The volume recorded as being infused during this period was 179.061ml. The root cause of the customer¿s report was not identified. No device was returned for investigation. No devices received, log review only.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the pump did not infuse the correct dose. No patient harm was reported. Although requested, no other event details were provided.